Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an air-in-line alarm however the clinician was unsure of the exact alarm. The tubing set was found to be full of air, several inches from the patient access point. There was patient involvement but no harm.